Event description:
The customer reported blood droplets on top of sample tubes after running the samples on a coulter ac*t diff 2 analyzer. The customer indicated that the leak was not contained within the instrument and a total of approximately 2 ml of liquid dripped. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer requested a field service engineer to evaluate the instrument. This event is a recur of a previous event which occurred on (B)(6) 2013. Please refer to medwatch #1061932-2013-00808 for the initial report of this issue which occurred on (B)(6) 2013.

Manufacturer narrative:
A beckman coulter fse (field service engineer) was dispatched and replaced the rinse cup's probe wipe and the green fluid barrier filter to resolve this issue. The green fluid barrier filter supplies high vacuum from the vic (vacuum isolation chamber) to the probe wipe which then evacuates blood from the probe. Failure mode can be attributed to the probe wipe and green fluid barrier filter. Results: probe wipe. (B)(4).